Manufacturer narrative:
Stryker evaluated the device and verified the observed issue. Stryker replaced the device's system pcb assembly and energy delivery pcb assembly to resolve the observed issue. After observing proper device operation through functional and performance testing, the device was returned to the stryker demo pool.

Event description:
While performing an inspection of a stryker-owned demo device, stryker observed that the device's system and energy delivery pcb assemblies had failed. As a result, defibrillation therapy may have been unavailable, if needed. There was no patient use associated with the reported event.